Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Reportedly, customer reuses cartridges. Tandem technical support informed customer that reusing cartridges if off label per the tandem user guide. A new cartridge was loaded to resolve the issue. Additionally, it was reported that the customer inadvertently performed the load sequence while connected to the site. The customer's blood glucose was 46 mg/dl. Customer consumed carbohydrates to address blood glucose. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.